Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 120 mg/dl. During troubleshooting the malfunction alarm was cleared and customer continued to use the pump for insulin therapy.